Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and advised to call back if any issues reoccurred, which the caller acknowledged and understood.